Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unable to boot normally, black screen and no picture. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h6 ( (type of investigation, investigation findings, component codes, investigation conclusions))h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced pcba, video generator (0670-00-1182) and pcba, upper display monitor (0670-00-1183). After replacing the pcba, video generator and pcba, the upper display monitor can boot normally. Test functionality and normal test operation for 1.5 hours. The equipment has been repaired and delivered to the customer.